Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is partially fractured distal to the uv glue zone; the fiber/glass cap distal part is detached and not returned; the heat shrink tubing exhibits minor scratch marks. Based on the device analysis, the potential for forward firing may exist. Fiber card analysis for fiber (B)(4): use date: (B)(6) 2016. Use time: 10:51:04 pm. Joules used: 250,860 joules. The fiber card is expired ¿ soft joule limit has been reached. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 250,872 joules of use and 57:07 minutes, "fiber damaged at tip" was observed. The fiber tip (cap) was cleaned during the procedure. The case was completed utilizing a second fiber. Patient outcome: "no injury" was reported.